Manufacturer narrative:
This is one of two devices associated with the event. Refer to manufacturing report number for the report on the impella 5.5 pump 1. The device remains implanted supporting the patient so therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with the first impella 5.5 for mechanical circulatory support (mcs) and very soon thereafter, the patient had a pump stop and consequently, the impella 5.5 pump 1 was explant and replaced with another impella 5.5 pump 2 and cannulated for extracorporeal membrane oxygenation (ECMO). During this time, it was noted the patient experienced an ischemic stroke. Clot ingestion was suspected. Further information noted it is unknown exactly when the stroke occurred. Sedation had not been weaned at this time, so neurological changes had not been noted. The physician noted likely clot was in left ventricle and undetected. Following, a computed tomography scan revealed that the patient had experienced thromboembolic strokes leading to some hemorrhagic conversion. Additionally, it was noted the patient developed hemolysis. The patient was taken off anticoagulants in response to the conditions. Support was continued. Now approximately 14 days later, it was noted the patient was running a fever for a few days. Blood cultures were positive for fungus. All lines were changed with plan to re-send cultures. Nephrology changed dialysis rate from 2.5 to 2. The patient continued on antifungal medication for the infection. Latest update reflected the patient remained on impella mcs and noted to be in stable condition.